Event description:
Intra aortic balloon did not work well from insertion. Intra aortic balloon pump changed and intra aortic balloon continued to alarm "check intra aortic balloon catheter." There was a kink in the tubing/sheath.